Manufacturer narrative:
Analysis of the lead, model 3998 specify, serial/lot # unknown, found the lead body outer insulation separated at a butt joint, distal side of the #0 connector (proximal end).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) when they were trying to attach the lead to the battery during surgery they noticed the sheath covering the wire on the lead wire was pulled back making it impossible to use the lead. The lead was never implanted. No troubleshooting was performed. Instead a different lead was used and placed without difficulty which resolved the issue. Following this the patient was receiving good therapy. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.